Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an open distal pancreatectomy, when the surgeon attempted to fire, the green button did not work and the device did not fire. Replaced by new sulu, the device worked fine. Last patient's status: good. Operating time extended: less than 30 min. No additional tissue resection. No tissue damage. Nothing fell into the cavity. No bleeding.